Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that noise was being over sensed on both the ra and rv leads. The oversensing was causing pacing inhibition. There was one episode that resulted in over two seconds of asystole. The connections were checked for both the rv and ra leads, and the terminal pins were fully inserted into the device header with the setscrews fully engaged. It was then noted on fluoroscopy that the rv lead had enough slack that a large loop had been created. The physician removed the slack from the rv lead and no further noise was observed on either channel. The physician believes that the loop in the rv lead was causing lead-on-lead contact with the ra lead, leading to the observed noise. All lead measurements were stable and in range.